Event description:
Additional information was received from the manufacturer representative (rep). When asked to clarify the statement that "images were provided where high impedances were observed on electrode 0", the rep stated there was not a device concern, therapy issue, or procedure/use issue. The rep reported that it was unknown if the cause of the high impedances on electrode 0 was determined, and the most likely cause was unknown. The rep noted the steps taken to resolve the issue included different programming. The issue was not yet resolved. When asked for the device status, the rep stated the device was still in use and would be returned after the revision procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep sent an image where high impedances were observed on electrode 0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.